Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (31 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial investigation of the returned pump did not indicate any defects. A detailed investigation report will be provided as soon as available.

Event description:
Berlin heart inc. Was informed by the clinic about the exchange of the left excor blood pump of a patient supported in the bvad configuration. The pump was exchanged due to incompletely filling and emptying and the clinic suspected a pump malfunction or thrombus in the pump. The site stated that an adjustment of the ikus stationary driving unit parameters did not improve the situation. Therefore, the clinic decided to exchange the affected pump on (B)(6) 2019. The exchange was performed without complications by trained personnel at the clinic. The patient was not affected by the incident and is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). No abnormalities related to the customer complaint could be seen during initial visual examination of the returned blood pump. Inflow connector portion of the blood pump was cut off buy the site prior to returning the pump for evaluation. The blood pump was dismounted, and the components individually examined. The inflow and outflow valves and the three membrane layers were found to be intact. The membrane thickness of all three layers was re-measured at fixed measuring points and was found to be within specification. The blood pump could not be tested for functional performance due to the cut off inflow connector portion. Therefore, customer complaint could not be duplicated, however no membrane defect or valve defect were detected. The customer complaint could not be confirmed.